Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
The complaint states that "alert/notification settings" was reported. On (B)(6) 2025, it was reported that the patient woke up 6am and her mobile device showed 400 mg/dl. She claimed it was 400 mg/dl since 4am but she did not get an alert. She did a bg fs and her sugar was at 498 mg/dl. She uses insulet omnipod5 in modified closed loop. She was unconscious from dka. The patient thought cgm should have alerted her but she never heard an alert though all alerts are working and they're all set. When she came back from consciousness, she had blurred vision, vomiting and could not talk straight because she was dehydrated. She called an ambulance after getting back to her senses and her friend came over. Cgm reading at the time of event was still at 400 mg/dl. It stayed at 400 mg/dl. She was brought to the hospital by paramedics and while in the ambulance, paramedics checked her reading but she doesn't know what it was as she still kept going in and out of consciousness. Paramedics tried to do an IV but her veins were inaccessible due to dehydration. In the hospital she was given a 10 unit push and was put on to IV insulin drip and IV fluids. She was placed in the ICU. She stayed in the hospital from (B)(6) 2025. Before getting discharged, her readings at cgm was at 240 mg/dl while fs were at 210 and 212 mg/dl. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Event description:
Subsequent to the initial MDR, additional information became available. The complaint states that "alert/notification settings" was reported. (B)(6) 2025, it was reported that the patient woke up 6am and her mobile device showed 400 mg/dl. She claimed it was 400 mg/dl since 4am but she did not get an alert. She did a bg fs and her sugar was at 498 mg/dl. She uses insulet omnipod5 in modified closed loop. She was unconscious from dka. The patient thought cgm should have alerted her but she never heard an alert though all alerts are working and they're all set. When she came back from consciousness, she had blurred vision, vomiting and could not talk straight because she was dehydrated. She called an ambulance after getting back to her senses and her friend came over. Cgm reading at the time of event was still at 400 mg/dl. It stayed at 400 mg/dl. She was brought to the hospital by paramedics and while in the ambulance, paramedics checked her reading but she doesn't know what it was as she still kept going in and out of consciousness. Paramedics tried to do an IV but her veins were inaccessible due to dehydration. In the hospital she was given a 10 unit push and was put on to IV insulin drip and IV fluids. She was placed in the ICU. She stayed in the hospital from (B)(6) to (B)(6) 2025. Before getting discharged, her readings at cgm was at 240 mg/dl while fs were at 210 and 212 mg/dl. Data investigation confirmed an alert issue as no audio output. The probable cause is alert set to vibrate only. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem, additional. H2 correction/additional information. H6 type of investigation, correction. H6 investigation findings, correction. H6 investigation conclusion, correction.